Manufacturer narrative:
The device was returned to the manufacturing site for evaluation as documented in section d9. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that "medical device used to perform atticotomy during stapedotomy surgery. During the procedure, one end broke off and hit the ossicular chain without caus-ing permanent damage to the patient. It was necessary to search for the iron fragment inside the aspirator, as there was the possibility that it could have stuck in the middle ear. The fragment was found in the aspiration system (receptal)". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "end of instrument broke off in patient", could be confirmed. A curette is used to scrape/remove biological material, which means that forces can act on the "spoon" of the curette from any direction. These forces can lead to deformation. Due to the age (manufactured in may 2015) of the curette (number of assumed preparations and applications), the presumed cause is the negative effects on the material properties, which also led to breakage (end of service life). This event is filed under internal complaint ID (B)(4).